Manufacturer narrative:
N/a.

Event description:
The following has been reported: speaker ribbon cable cracked customer reporting speaker ribbon cable found cracked at the bend near the bottom of the housing. The speaker assembly is not-available for replacement. The device will need to be sent to fresenius kabi to be repaired under their flat rate program. Action taken: received device. Agilia and ac cord. Customer reported problem "speaker ribbon cable found cracked at the bend near the bottom of the housing" was confirmed. Replaced speaker with ribbon cable. Equipment cleaned, post service tes ted and released for use. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical errors related to the reported event were found. "The device was received in lake zurich for preventive maintenance during which our local technical team found speaker ribbon cable cracked. The reported devices were not sent back to brézins for investigation as repairs were performed locally. According to provided information, at power on, the error 21 triggered because customer disconnected the battery pack. During internal inspection, the reported event was reproduced. The defective spare part was not returned to brézins as it was physically damage. Although it cannot be confirmed, a usability issue is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety. This complaint is considered as misuse for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.